Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump auto off feature went off in the middle of the night and blood glucose was 400 mg/dl at the time. Troubleshooting educated customer as to the reasons why the feature may have gone off. The customer declined further troubleshooting as she did not have the pump with her.